Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was initially manifested by vomiting. Two days after the event onset, the patient had cloudy effluent and the patient was admitted to the hospital for peritonitis. Also that same day, the patient was started on unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient was started on temporary hemodialysis. Twenty two days after admission, the patient was discharged from the hospital. Five days after hospital discharge, the unspecified oral antibiotics were discontinued. At the time of this report, the patient had recovered from peritonitis; however, hemodialysis remained ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.